Event description:
Boston scientific received information that this patient reported hearing tones from this cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, a fault code was received for high shock impedance greater than 125 ohms. It was noted the shock impedances had been stable and within range for some time, until the recent spike resulting in the fault. No remedial action has been taken at this time, however the lead will be replaced at the next device changeout for normal battery depletion. The procedure is planned but has not yet been scheduled, and the physician will continue to monitor device until then. No adverse patient effects were reported.

Event description:
Boston scientific received information that the device was explanted and replaced at a later date due to the high shock impedances and normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory noted that the last manual shock lead impedance that the device recorded while implanted was 167 ohms. Laboratory analysis also noted via the device memory that the weekly average shock impedance values the week before explant was 121 ohms, however, all previous measurements were about 40 ohms.